Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the reporter for the patient contacted lifescan (lfs) alleging that her onetouch ultra mini meter was had displayed an apply sample message whilst trying to test. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the alleged product issues began on "(B)(6) 2016, 02:00pm". The patient manages her diabetes with insulin (no adjustments). The reporter claimed that 3-5 minutes after the alleged product issue began the patient developed the symptom of "shaking and dizziness" and on (B)(6) 2016, 03:00pm she took more food and/or drink. At the time of trouble shooting, the cca confirmed that this was not the first time the meter was being used. The test was performed with the correct test strips and the patient used correct testing procedure. The patient was unable/unwilling to say if the product issue was resolved after walking through a retest. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Device evaluation: the lay user/patients test strips and meter have been returned and further evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. The meter failed testing. The reported issue was confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Further analysis was not possible for the returned meter due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed. On september 21, 2020, lfs received notification from the FDA that this supplemental was on-hold and had not been successfully received by the agency. Lfs has been engaged with the FDA since september 21, 2020, to agree upon remediation of the on-hold issue. On march 11, 2020, the world health organization (who) declared the covid-19 outbreak as a global pandemic. In line with final guidance published by the FDA in may, 2020, entitled 'postmarketing adverse event reporting for medical products and dietary supplements during an influenza pandemic'; lfs has agreed late reporting of all on-hold supplementals. This submission is included as part of that agreement.